Event description:
It was reported that the right atrial, right ventricular and left ventricular leads were dislodged. The atrial lead was repositioned and the ventricular leads were explanted and replaced. Patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomaly was found.